Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the audible tones are no longer functioning on the insulin pump. Troubleshooting was performed and the insulin pump did not beep during the tone test.